Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device will not boot up on arrival. No reports of pt involvement.